Manufacturer narrative:
On (B)(6) 2021 the customer alleged the insulin pump alarmed pump error 23 immediately after a battery change. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The insulin pump passed the sleep current measurement, active current measurement, self test and displacement test. Successfully downloaded the trace/history files using thump. The test energizer battery was removed from the battery compartment and reinserted after 60 seconds, less than 10 minutes, and more than 10 minutes. The insulin pump powered up properly after insertion of the battery. Performed a safe shut down of the insulin pump and then powered the insulin pump back on. No unexpected pump error 23 alarm and power loss alarm noted during testing. A review of the history files reveals the battery cap was removed five (5) times [(B)(6) 2021 18:19, 19:01, 19:10, 19:28, and 19:38]. After the battery cap was installed, the insulin pump alarmed pump error 23 [(B)(6) 2021 at 18:19, 19:10, and 19:38] and battery out limit (power loss) [(B)(6) 2021 at 18:19, 19:12, and 19:40]. The pump error 23 and power loss alarms are expected alarms and part of the normal power up sequence after pump shutdown. The insulin pump was cut open to perform visual inspection and no damage or moisture damage found on the electronic assembly electrical board 1 and electrical board 2, the motor or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. Unexpected pump error 23 and power loss alarms are not confirmed. Pump error 23 and power loss alarms are found in the downloaded history files however, they are expected alarms that occur during the normal power up sequence after pump shutdown. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Trouble shooting was performed. Customer was able to successfully clear the alarm. Customer was able to complete rewind. The pump was not placed in storage mode for more than 8 hours. The insulin pump had received alarm immediately after a battery change. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.